Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's lead had undersensing. During the replacement procedure the patient suffered a temporary drop in pressure thought to be vasovagal response. The lead was replaced. No further patient complications have been reported as a result of this event.